Manufacturer narrative:
(B)(4). The other 10x40 acculink referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported use after expiration date appears to be user related. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the rx acculink instruction for use states: note the product "use by" date specified on the package. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a right femoral artery and a right carotid artery. Two acculink stents were implanted after it was noted they were past the expiration date. There was no adverse patient effect and no clinically significant delay. No additional information was provided.